Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) and alleged their ot ultra verio iq meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on customer service representative (csr) documentation. The patient reported on (B)(6) 2014, at 17.27, they obtained an inaccurate high result of ¿7.5 mmol/l¿ with the subject meter. The patient manages her diabetes with a combination of oral (metformin) and insulin (m3- self-adjuster). The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue and gave herself her normal insulin as she was about to eat a meal. The patient claims she developed symptoms of ¿seizures¿ 20 minutes after the product issue began. The patient reported that paramedics were called and was treated at home with a pint of (B)(6), a pint of orange juice and a sugar (B)(6) stirred into water. Two hours after treatment the patient retested with another device and obtained a result of ¿13.1mmol/l¿. At the time of trouble shooting, the csr determined that the meter was set to the correct unit of measure. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/15/2014). The lay user/patient¿s test strips have been returned on 09/10/2014 and evaluated by lifescan product analysis on 09/10/2014 with the following findings:the test strips were tested and the primary complaint was not confirmed, however a number of secondary issues were noted. The test strips were found to have results below range when tested with control solution; they were found to have been bent during slitting and vialing; and the vial of test strips was found to be overlabelled. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (10/29/2014). The patient¿s meter has been returned on 9/15/2014 and evaluated by lifescan product analysis on 10/20/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.